Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for an increase in the ventricular rhythm that was conducted by suspected premature atrial contractions, with all the programmed therapy delivered as a result. Technical services (ts) discussed the available programming options and the device was reprogrammed to prevent this to happen in the future.